Event description:
It was reported by the manufacturer that while reviewing log file data for a prior event, the data revealed the controller exhibited power loss and the battery exhibited communication error. The controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2021 / serial#: (B)(4). UDI #: (B)(4). No. No, device evaluation anticipated, but not yet begun; mfg date: 07-aug-2020; labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (con411091) and one (1) battery (bat902882) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event (con411091) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed multiple instances involving bat902882 and an additional battery, where the batteries relative state of charge (rsoc) was between 101-201 which is indicative of communication errors. Review of the controller log files revealed a controller power-up with associated motor start event logged on 9/dec/2021 at 08:58:27. The data point prior to the loss of power revealed that bat906678 was connected to power port one (1) with 33% relative state of charge (rsoc) and that bat902882 was connected to power port two (2) with 85% rsoc. The data point recorded after the loss of power revealed that bat650714 was connected to power port (1) and that bat902882 was connected to power port two (2). A second controller power-up with associated motor start event was logged on 15/dec/2021 at 07:34:58. The data point prior to the loss of power revealed that bat650714 was connected to power port (1) and bat902882 was connected to power port two (2). The data point recorded after the loss of power revealed that bat906559 was connected to power port (1) and bat902882 was connected to power port two (2). There were momentary disconnections involving bat902882 leading up to the second loss of power event. The controller was without power for fourteen (14) and eight (8) seconds, respectively. As a result, the reported event was confirmed. The battery, bat902882, had been lubricated prior to release. A power source lubrication procedure was performed on the additional battery in accordance with the requirements under fsca cvg-18-q4-19 on 6/aug/2019. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the observed momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: battery d4: bat902882 h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.